Manufacturer narrative:
03/07/2022 - our risk management contacted the consumer. Since the incident occured (B)(6) 2020 and was not addressed until 2/9/2022, the consumer discarded the device. Therefore an investigation will not occur.

Event description:
3/7/2022 - per our customer service department. The incident occurred on (B)(6) of 2020 but wasn't addressed until 2/9/2022. The consumer claims to have gotten sick due to mold inside the device's tube and tip. The donsumer discarded the device. Therefore an investigation will not occur.